Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of medical device removal ("have my coils removed") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1356 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required) with surgery (essure removal via hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: consumer stated she will have her coils removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of medical device removal ("have my coils removed") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1356 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: consumer stated she will have her coils removed. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, date of birth, essure start and stop date, medical device removal onset date added, essure removal via hysterectomy - uterus and cervix added in the non-drug treatment, international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of salpingitis ("mild chronic salpingitis") in a 32 year-old female patient who had essure inserted (lot no. A95862) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dyspareunia, dysmenorrhea, menorrhagia, nabothian cyst, change of bowel habit, constipation, weight loss, anxiety, insomnia, mood change, fatigue, headache, bloating, tonsillectomy, migraine, parity 3 and multi gravida (3). No known drug allergies. The patient had a family history of hypertension and uterine cancer. Concomitant products included lexapro (escitalopram oxalate), trileptal (oxcarbazepine) and aleve (naproxen sodium) for back pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced post procedural discomfort ("some cramping but no pain during insertion"). On an unknown date she experienced salpingitis (seriousness criteria hospitalisation and intervention required) and pelvic pain ("left-sided pelvic pain since essure insertion"). The patient was treated with surgery (essure removal by laparoscopic total hysterectomy, bilateral salpingoophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the outcome of the events was unknown. The reporter considered pelvic pain, post procedural discomfort and salpingitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.288 kg/sqm. [Gynaecological examination] on (B)(6) 2017: no rebound or masses that can palpate abdominally and there is just a little tenderness to deep palpation on left side. [Hysteroscopy] on (B)(6) 2013: essure insertion: both tubal ostie were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts, the essure delivery catheter was then advanced into the proximal left fallopian tube with gentle, constant forward movement in an effort to minimize tubal spasm. The catheter was then advanced unul the black positioning marker reached the fallopian tube ostiurn, indicating that the essure micro-insert was spanning the intramural and the proximal isthmic segments of the fallopian tube, with the outer coil spanning the uterotubal junction. The handle of the essure micro-insert was then stabilized against the hysteroscope and camera to prevent inadvertent forward movement of the micro-insert during retraction of the delivery catheter. Once dr was sure that all coil expansion had occurred, the handle was then rotated counter clockwise until the delivery wire was visibly disengaged from the essure micro-insert. The delivery system was gently withdrawn from the micro-insert by pulling the handle backwards, once the delivery system was withdrawn, the position of the essure micro-insert was assessed. The number of expertized coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Patient tolerate the procedure moderately well, stating she had some cramping but no pain. [Laparoscopy] on (B)(6) 2017: preoperative diagnosis/postoperative diagnosis: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia. Procedure: robotic total laparoscopic hysterectomy and bilateral salpingectomies and cystoscopy. Findings: uterus 9 cm. The right tube had a coil. Essure protruding out of the right cornua and the left tube was normal. These coil have been placed several years back and were causing significant amount of pain. Reason for her surgery. Her ovaries, appendix and gallbladder were normal. Specimens: uterus, tubes and cervix. Complication: none. [Pathology test] on (B)(6) 2017: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral. Salpingoophorectomy: bilateral fallopian tubes: proximal fallopian tubes containing coiled metal wires. Mild chronic salpingitis. Endometrium: proliferative phase endometrium. Myometrium: no significant pathologic abnormalities. Cervix: nabothian cysts. Gross diagnosis: there are coiled metal within the proximal fallopian tubes. [Ultrasound scan] on (B)(6) 2017: reason for check: pelvic pain since essure procedure. Findings: uterus: right and left essure noted conclusion: no uterine fibroids. Endometrium 11.8 mm. Right and left essure noted. Right and left ovaries simple cysts periphery of ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: report via lawyer: essure lot number added. Medical records added. Medical history, tests added (none reported previously). Events specified (only previous event 'medical device removal' was deleted). 31-oct-2023: no new information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of salpingitis ("mild chronic salpingitis") in a 32 year-old female patient who had essure inserted (lot no. A95862) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dyspareunia, dysmenorrhea, menorrhagia, nabothian cyst, change of bowel habit, constipation, weight loss, anxiety, insomnia, mood change, fatigue, headache, bloating, tonsillectomy, migraine, parity 3 and multi gravida (3). No known drug allergies. The patient had a family history of hypertension and uterine cancer. Concomitant products included lexapro (escitalopram oxalate), trileptal (oxcarbazepine) and aleve (naproxen sodium) for back pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced post procedural discomfort ("some cramping but no pain during insertion"). Essure was removed on (B)(6) 2017. On unknown date she experienced salpingitis (seriousness criteria hospitalisation and intervention required) and pelvic pain ("left-sided pelvic pain since essure insertion"). The patient was treated with surgery (essure removal by laparoscopic total hysterectomy, bilateral salpingophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic pain, post procedural discomfort and salpingitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.288 kg/sqm. [Gynaecological examination] on (B)(6) 2017: no rebound or masses that can palpate abdominally and there is just a little tenderness to deep palpation on left side [hysteroscopy] on (B)(6) 2013: essure insertion: both tubal ostie were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts, the essure delivery catheter was then advanced into the proximal left fallopian tube with gentle, constant forward movement in an effort to minimize tubal spasm. The catheter was then advanced unul the black positioning marker reached the fallopian tube ostiurn, indicating that the essure micro-insert was spanning the intramural and the proximal isthmic segments of the fallopien tube, with the outer coil spanning the uterotubal junction. The handle of the essure micro-insert was then stabilzed against the hysteroscope and camera to prevent inadvertent forward movement of the micro-insert during retraction of the delivery catheter. Once dr was sure that all coil expansion had occurred, the handle was then rotated counter clockwise until the delivery wire was visibly disengaged from the essure micro-insert. The delivery system was gently withdrawn from the micro-insert by pulling the handle backwards, once the delivery system was withdrawn, the position of the essure micro-insert was assessed. The number of expertded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Patient tolerate the procedure moderately well, stating she had some cramping but no pain. [Laparoscopy] on (B)(6) 2017: preoperative diagnosis/postoperative diagnosis: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia. Procedure: robotic total laparoscopic hysterectomy and bilateral salpingectomies and cystoscopy. Findings: uterus 9 cm. The right tube had a coil. Essure protruding out of the right cornua and the left tube was normal. These coil have been placed several years back and were causing significant amount of pain. Reason for her surgery. Her ovaries, appendix and gallbladder were normal. Specimens: uterus, tubes and cervix. Complication : none. [Pathology test] on (B)(6) 2017: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingophorectomy: bilateral fallopian tubes: proximal fallopian tubes containing coiled metal wires. Mild chronic salpingitis. Endometrium: proliferative phase endometrium. Myometrium: no significant pathologic abnormalities. Cervix: nabothian cysts. Gross diagnosis: there are coiled metal within the proximal fallopian tubes. [Ultrasound scan] on (B)(6) 2017: reason for check: pelvic pain since essure procedure. Findings: uterus: right and left essure noted conclusion: no uterine fibroids. Endometrium 11.8 mm. Right and left essure noted. Right and left ovaries simple cysts periphery of ovaries lot number: a95862 manufacture date:2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("have my coils removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient will undergo medical device removal (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (essure reversal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: consumer stated she will have her coils removed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.